Manufacturer narrative:
Initial reporter city: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 4.0mm x 15mm wolverine coronary cutting balloon was selected for use. During the procedure, upon first inflation the balloon ruptured at 12atm for 5 seconds. The device was removed normally, and the procedure was completed with a different device. There were no patient complications, and the patient was good post procedure.

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 4.0mm x 15mm wolverine coronary cutting balloon was selected for use. During the procedure, upon first inflation the balloon ruptured at 12atm for 5 seconds. The device was removed normally, and the procedure was completed with a different device. There was no patient complications reported, and the patient was good and stable post procedure.

Manufacturer narrative:
A2. Age at time of event: patient is older than 18-year-old. Initial reporter city: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.